Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged false negative results. Results as follows: pt took a home pregnancy test in (B)(6) and it was positive. Pt came into the doctor's office and tested on the mckesson hcg test with negative results. Three weeks later, the pt came back and tested positive on the mckesson test. No med were administered, and no procedures were done at the doctor's office. No confirmatory blood test or ultra sound was done. Last menstrual period: (B)(6). Fresh urine specimen was used. Internal controls were present; no apparent problems with the kit. External controls are not run by the customer. No pt info was provided.